Event description:
The customer reported that the system shut itself down during a case. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The reported problem could not be duplicated. The power supply and connector were checked. The generator lock leds were adjusted. The system was tested an operates as intended.